Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardiac defibrillator (ICD) exhibited a beeping pattern for lead pacing impedance out of range. Pacing impedance had been unstable since last year. Shock impedance values were within normal limits, and no noisy signals were observed. A full rv lead test was recommended to rule out lead integrity issue. Also, turning off the beeping for out of range values and adjusting pace impedance limit values was recommended. Additional information was received mentioning the out of range alert value was changed to three thousand ohms. Afterwards the device generated a new alert and was beeping again. As the impedance trend is unstable a spring contact was suggested. Additional information was received mentioning they recommended to bring the patient in and complete isometrics with pocket tests to try to reproduce any noise or impedance changes and determine the potential cause for the impedance measurements. The rv lead and the ICD remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardiac defibrillator (ICD) exhibited a beeping pattern for lead pacing impedance out of range. Pacing impedance had been unstable since last year. Shock impedance values were within normal limits, and no noisy signals were observed. A full rv lead test was recommended to rule out lead integrity issue. Also, turning off the beeping for out of range values and adjusting pace impedance limit values was recommended. Additional information was received mentioning the out of range alert value was changed to three thousand ohms. Afterwards the device generated a new alert and was beeping again. As the impedance trend is unstable a spring contact was suggested. The rv lead and the ICD remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardiac defibrillator (ICD) exhibited a beeping pattern for lead pacing impedance out of range. Pacing impedance had been unstable since last year. Shock impedance values were within normal limits, and no noisy signals were observed. A full rv lead test was recommended to rule out lead integrity issue. Also, turning off the beeping for out of range values and adjusting pace impedance limit values was recommended. The rv lead and the ICD remain in service at this time. No adverse patient effects were reported.